Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator was notified that while the pt was at home during the day a low battery alarm was observed. The pt replaced the batteries but two hours later, another low battery alarm was observed. Later in the evening, it was reported that the pt had a red heart alarm and the pt's daughter called 911. When emergency medical service (ems) arrived, the red heart alarm was still alarming and the pt was complaining of chest pain and shortness of breath. The pt was reportedly noted to be "pale, diaphoretic and tachycardic." It was reported that the red heart alarm was still alarming but it kept being silenced by ems. Upon arrival to the local emergency department (ed), the pt was stabilized and then airlifted to the implanting hospital with the active red heart alarm. Upon arrival to the cardiac care unit (ccu), the clinician at the hospital changed power sources and then changed to another system controller but the pt still had the red heart alarm. The unit was connected to a system monitor and it displayed "vad stopped", "no flow", "no speed", "no pi" and "power of 38.0". The international normalized ratio (inr) prior to arrival was 5.96. The pt's lactate dehydrogenase (ldh) level could not be checked due to minimal blood draws and palliative care. It was also reported that the pt was stabilized with medications and inotropes at the local ed.

Manufacturer narrative:
The pt remains on lvad support and no further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.